Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An endovascular treatment was performed. The 95% stenosed target lesion was located in the mildly calcified and severely tortuous renal artery. A 5.0mmx15mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a peripheral cutting balloon. No patient complications were reported and the patient's status was stable.